Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture and the clinic was questioning why there was no alert transmitted. It was explained that there is no programmable alert for rv loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.